Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress, adnexa uteri pain, retroverted uterus, uterine fibroids, paratubal cyst, depression and anxiety. Previously administered products included for prevent pregnancy: implanon from 2010 to 2011 and iud nos from 2005 to 2008; for an unreported indication: narco. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, pollakiuria and fatigue outcome was unknown and the female sexual dysfunction, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dyspareunia, fatigue, female sexual dysfunction, pelvic pain, pollakiuria and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that papered trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion findings: a serpentine linear metallic density in both adnexa la demonstrated compatible with essure devices. The uterine cavity is unremarkable. In size and contour without fixed filling defeats or irregularity. Neither fallopian tube, filled with contrast. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea . Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received. Events apareunia (inability to have sexual intercourse), bladder or urinary problems or changes urinary frequency, dyspareunia (painful sexual intercourse), abdominal pain lower, fatigue, weight gain were added. Medical history, lab data, lot number, historical drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress, adnexa uteri pain, retroverted uterus, uterine fibroids, paratubal cyst, depression and anxiety. Previously administered products included for prevent pregnancy: implanon from 2010 to 2011 and iud nos from 2005 to 2008; for an unreported indication: narco. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, pollakiuria and fatigue outcome was unknown and the female sexual dysfunction, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dyspareunia, fatigue, female sexual dysfunction, pelvic pain, pollakiuria and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that papered trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion findings: a serpentine linear metallic density in both adnexa la demonstrated compatible with essure devices. The uterine cavity is unremarkable. In size and contour without fixed filling defeats or irregularity. Neither fallopian tube, filled with contrast.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.